Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the ventricular lead impedance was lower in the bipolar configuration than unipolar. Sensing was also lower in the bipolar versus the unipolar configuration. The lead remains in use programmed to the unipolar configuration. No patient complications were reported as a result of this event.